Event description:
It was reported a large volume infusor under-infused. The patient was undergoing an unspecified surgical procedure wherein propofol was being infused for anesthesia. At the end of the procedure, the anesthesiologist observed the patient having ¿issues with sedation.¿ the propofol was infusing at 200mcg/kg/minute for a 55kg person. The propofol was ¿increased to 240 then 260 then several boluses (should have infused around 65ml or 70ml in total).¿ however, the 100ml propofol bag had 95ml remaining. The patient required a ¿change in sedation level and experienced early awakening, traumatic memories of surgery, pain, and anxiety.¿ post discharge the patient reportedly required ¿psychotherapy follow-up for possible post-trauma shock.¿ no further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. An event history log review was performed, and there was nothing in the logfile which would indicate a clear cause for the reported under infusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.